Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned implant confirmed the implant is broken into at least four (4) separate pieces, not all of which have been returned for analysis. Optical examination of the upper and lower periphery of the implant identified material deformation and gouging near the area of fracture initiation, consistent with incomplete distraction or disc space preparation prior to attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 9393608 and 510k# k094025 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the cage broke. Patient complications were reported unknown. No further information was reported.